Event description:
Information was received via clinical study that the right rod failed to lengthen. A revision surgery was performed and the right rod was replaced. No patient harm or further adverse impact was reported.

Manufacturer narrative:
The device has not been returned for evaluation and a lot number was not provided. The root cause is unable to be determined at this time. If any relevant, additional information is provided, a supplemental report will be submitted.